Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. There was a kink on the guidewire located approximately 5.5cm from the distal end. There was some coating damage surrounding the kink. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact no other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: during case the hcp finished treating the lspv an lipv with normal behavior device. During maneuvering to the right pv's, the wire did not advance anymore and got stuck in the tip of the farawave nav. Under fluoro, he was able to visualise the shape and position. He was able to straighten the device so he could retract the device back in the faradrive sheath. When retracting it out of the sheath we could observe that the wire seemed half out of the wire guiding. The malfunction was not correctable. We discussed and decided to replace the farawave nav. With the new device we finished the procedure successfully. What is the next course of action?: replacement catheter. Patient present at time of event?: yes. Patient complications: no patient complications. Device acquired from a distributor?: no. Device 1: upn m004pfce41m411, model number null, lot or serial number (B)(6). Was issue present upon opening package? No. Question: was the catheter deployed without a guidewire inserted? Answer: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: starter 35' 180 cm. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: no, wire was stuck in the tip of the faradrive nav. Question: please provide the lot/serial # as printed on the farawave connection cable attached to the handle. Please also include the 3 digits to the right of the 8 digit lot (12345678 xxx). Answer: (B)(6). Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify answer: the normal deployment was impossible as well advancing the wire. Question: (patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no please specify why the information is not available from the facility answer: na.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? During case the hcp finished treating the lspv an lipv with normal behavior device. During maneuvering to the right pv's, the wire did not advance anymore and got stuck in the tip of the farawave nav. Under fluoro, he was able to visualise the shape and position. He was able to straighten the device so he could retract the device back in the faradrive sheath. When retracting it out of the sheath we could observe that the wire seemed half out of the wire guiding. The malfunction was not correctable. We discussed and decided to replace the farawave nav. With the new device we finished the procedure successfully. What is the next course of action? Replacement catheter. Patient present at time of event? Yes. Patient complications: no patient complications. Device acquired from a distributor? No. Device 1: upn m004pfce41m411, model number null, lot or serial number (B)(6) was issue present upon opening package? No. Question: was the catheter deployed without a guidewire inserted? Answer: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: starter 35' 180 cm. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc). Answer: no, wire was stuck in the tip of the faradrive nav. Question: please provide the lot/serial # as printed on the farawave connection cable attached to the handle. Please also include the 3 digits to the right of the 8 digit lot (12345678 xxx). Answer: (B)(6). Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: the normal deployment was impossible as well advancing the wire. Question: (patient information question not applicable in european region/ canada). Is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no, please specify why the information is not available from the facility. Answer: na.